Event description:
Information was received indicating that the tape holding secure a smiths medical portex endotracheal tube (ett), had removed the number markings. It was reported that the clinicians could not visualize where the ett was secured. There were no reported adverse patient effects.